Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-09440.

Event description:
The customer reported that the insulin pump went into a low blood glucose suspend of insulin delivery, due to a sensor glucose reading of 60 mg/dl, while the customer's blood glucose level was 148 mg/dl. Nothing further was reported.